Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During a follow up call to a customer regarding a system error (se) 2240 alarm (see MDR report number #1423500-2010-07222), the home patient (hp) revealed that on an unknown date when he went to disconnect to start over with new supplies, the heater line and the heater bag connection fell apart in his hands. The hp stated that there was no patient injury or medical intervention associated with this. The hp stated that he had not contacted baxter regarding this. The hp was advised to call baxter if it happens again and also to retain the supplies so they can be returned for evaluation.